Event description:
A sales representative reported that a recon plate had fractured post operatively. A revision surgery took place in order to replace the fractured plate. The surgery was completed successfully and there was no delay in surgery.

Manufacturer narrative:
The complained device was not returned, but a confirmation of the reported event is applicable. The reported drill bit and locking screw are both part of the universal mandible reconstruction system, same as the complained plate. Both drill and screw are appropriate to be used for the complained device. Although the complained device was not returned, the following are possible root causes according to the related risk management file: - wrong/ missing information - too much load on implant/ bone - improper insertion/ positioning of implant - abnormal mental/ physiological condition of patient - wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion) - implant was damaged by instrument/screw during bending/shaping/insertion - implant damaged during sterilization (e.g. Gamma radiation) - wrong choice of implant (e.g. Screw too short due to system mixup and / or poorly assembled/used instrument or misleading measuring/identification) based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. If the complained device will be returned at a later date the complaint investigation will be reopened.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A sales representative reported that a recon plate had fractured post operatively. A revision surgery took place in order to replace the fractured plate. The surgery was completed successfully and there was no delay in surgery.